Manufacturer narrative:
Concomitant medical products: product ID 3986a45, lot# n339811, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported in 2012 their fingers were numb and they had back pain from an accident which was part of the reason the implantable neurostimulator (ins) was implanted. Since having the device implanted the consumer had no pain relief, and they could never adjust stimulation to cover their pain. As a result the consumer had a second lead put in because the first one didn't go in where it was supposed to resulting in no pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.